Event description:
While the system was in subtraction mode, the acquired images would overlay on an image from a previous case. The system shutdown and lost communication with the c-arm. Thumbnail images missing. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.